Event description:
Device misuse [device misuse]. Cardiac arrest [cardiac arrest]. Heart rate dropped [heart rate decreased]. Drop in oxygen saturation to 77% [oxygen saturation decreased]. Case description: this initial serious spontaneous case report was received on (B)(6) 2012 from a healthcare professional in the united states regarding a (B)(6) female who experienced decreased oxygen saturation, decreased heart rate and cardiac arrest after her ventilator became disconnected and inomax delivery was interrupted. Additional information obtained on (B)(6) 2012 is included in this initial report. Relevant medical history/co-morbidities: metastatic breast cancer, non-functional left lung, diseased right lung. Relevant concomitant medications: flolan (epoprostenol sodium). A(B)(6) female with breast cancer which had metastasized to the lungs was intubated and on a servo I ventilator with fio2 of 100% and peep of 12. She had a non-functional left lung and the disease had also spread to her right lung. Per the reporter, because of the pt's grave condition, every effort was made to keep the pt's oxygen saturation above 80 so that family could arrive prior to death. At approximately 17:00 on (B)(6) 2012, after her non-response to flolan (epoprostenol sodium), the pt was started on inomax at a dose of 20 ppm via inomax dsir device #(B)(4). As documented by repeat CT scans, her condition continued to worsen during the night and her dose was ultimately increased to 60 ppm in order to achieve an oxygen saturation of 80%. At about 10:15 on (B)(6) 2012 when the ventilator alarmed, the respiratory therapist (rt) was summoned to the room and found that the pt had "popped off the ventilator". The rt noticed secretions in the et tubing suggesting that the pt may have coughed causing the ventilator tubing to disconnect. After the rt reconnected the pt to the ventilator circuit, the inomax dsir device #(B)(4) alarmed delivery failure, the rt "rebooted" the inomax delivery device, and inomax delivery to the pt resumed. The rt noticed that the pt's heart rate had dropped into the 60s and her oxygen saturation was 77% (baseline low 80s). The rt called the nurse and physician into the room and started to manually deliver oxygen and nitric oxide to the pt using the inoblender while the pt received various medications (unspecified) and cardiopulmonary resuscitation (CPR). Within 15 minutes, the pt's oxygen saturation increased to 80% but her heart rate continued to decline. The pt died due to cardiac arrest. The respiratory therapist did not consider the oxygen saturation decrease, heart rate decreased, or cardiac arrest to be related to inomax or the inomax dsir delivery device. Alternative explanation was the "loss of lung recruitment which could not be recovered" after the ventilator disconnected. After the delivery device was removed from the pt, the respiratory therapist reported that inomax dsir device #(B)(4) functioned as expected. The device will be returned to the company for further investigation after its release by the facility's biomed department.

Manufacturer narrative:
On (B)(6) 2012 a healthcare professional (rt) reported that a pt expired after her ventilator became disconnected and inomax dsir device (B)(4) alarmed delivery failure (B)(4). When the device was returned to the service center, a full functional test was performed. The device performed to specifications. When the service log was examined, multiple occurrences of delivery failure alarms were noted. Upon further examination of the service log, it was found that the nitric oxide set dose was 60 ppm (parts per million), with a ventilator flow rate of 120l/min (liters per minute). The maximum nitric oxide dose that can be delivered into a ventilator flow rate of 120l/min is 40ppm. The inomax dsir functioned per specifications to trigger a delivery failure alarm when the set dose could not be delivered. The root cause for this incident was user error as the device was being used outside of specifications. The ventilator flow rate/nitric oxide delivery characteristics are contained in inomax dsir labeling and are addressed during user training.